Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. Corrected: d2a, d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2026, the patient underwent tha with s-rom. The trial was performed using 16×11 36 std with 3mm head (16f xxl sleeve). It was slightly tight, so another trial was performed using 30 std for the neck and 0mm for the head. As a result of the trial, it was decided to use a 16x11 36 std stem. The product in question was opened, and the real sleeve were inserted. The stem was inserted, and reduction was attempted using a trial head, but the reduction was unsuccessful. Furthermore, during the reduction attempt, the proximal taper lock loosened, causing the stem to rotate out of alignment. Considering that the trial went without any problems, the surgeon suspected that the impact to the stem was not enough or that the sleeve did not fit properly. The stem was removed and impacting was performed again, then reduction was attempted but it was unsuccessful. During the second reduction attempt, the proximal taper lock loosened again, causing the stem to rotate out of alignment. Because the same issue occurred multiple times even after sufficient impacting, the surgeon suspected that the product was defective and decided to use 30 std of the same diameter as the product in question. After insertion, reduction was performed successfully and the issue with the proximal taper lock did not occur. The surgery was completed successfully with about a 30-minute delay. No further information is available.